Manufacturer narrative:
This pump underwent function testing protocol by the quality assurance (qa) specialist to investigate the reported pressure failure and determine root cause. The functional testing was not able to duplicate the reported issue. The pump met specifications as the occlusion alarmed at 7.34 psi which is within the passing range of 0-16 psi. A CAPA has been established to investigate this failure mode to determine the root cause.

Event description:
On 06/04/2024, zyno medical received a report indicating that the technician found the pump failed pressure test 8 psi (failed on 16.5 psi and 16.3 psi). There was no patient involvement.